Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was showing a system error 3. As a result the field service tech service the pump and the system error 3 could not be reproduced. The field service tech performed functional checks and all functional checks passed. There was no report of patient complication or serious injury and death. The patient remains on the pump with error cleared.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "system error 3 alarm" is not confirmed. The pump was checked by the field service engineer and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the pump was showing a system error 3. As a result the field service tech service the pump and the system error 3 could not be reproduced. The field service tech performed functional checks and all functional checks passed. There was no report of patient complication or serious injury and death. The patient remains on the pump with error cleared.